Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the emergency room with lower-upper abdominal discomfort. Non capture on the rv lead was noted. Chest x-ray revealed cardiac perforation. The lead was explanted and replaced. The patient was stable before, during and after the procedure.